Event description:
It was reported intermittently that the customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided; cause was unknown. Customer changed out the infusion set and cartridge to address BG level. Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.